Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the similar us list number, the international list number is unknown. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation cab be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Later, in may 2023, the patient was treated with oral antibiotics due to a stoma site infection. On (B)(6) 2023, the tubing was removed to allow for healing. A new stoma was created and new tubing placed.